Event description:
Reporter indicated a vns therapy patient is experiencing an increase in seizures. The patient's pre-vns baseline is unknown. A battery life calculation shows the patient's generator is 7.69 years until the elective replacement indicator reads "yes." The physician believes that "despite the readings on the machine, the battery is beginning to wear down, and this is the reason for the increased seizures." The physician also indicated the patient's seizures have increased in intensity and duration. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement on (B)(6) 2009. The hospital reported that they do not have the explanted device and it was discarded, therefore it cannot be returned for product analysis.